Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Direct contact between the head and the acetabulum (pinnacle). That led to change in the shape of the polyethylene insert and breakage of 4 spines. Action taken was the head and the insert was changed. Primary surgery date was on (B)(6) 2017.

Event description:
Instability in walking.

Manufacturer narrative:
(B)(4). Examination of the acetabular liner does find evidence to support the reported disassociation event. Product error / contribution to the event is not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.